Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during intraocular lens (iol) implant procedure, the device broke and the lens was damaged during implantation. It was stated that the procedure was completed on the same day without any harm to the patient. Additional information has been requested.

Manufacturer narrative:
The used company cartridge was returned. Viscoelastic was observed in the cartridge. The lens was returned in the cartridge tip. The lens was misfolded rotated to the right. There appeared to have been a plunger override of the trailing optic. The cartridge had an aneurysm, which had torn on the right side. The lens fold was in the damaged area. The cartridge had evidence of placement into a handpiece. The used company cartridge was cleaned for further evaluation. The lens was removed during cleaning. Top coat dye stain testing was conducted with acceptable results. The reported product lot number was not provided. Lot specific reviews for similar complaints or non-conformances could not be conducted. However, before production release, each device history record is reviewed to ensure that the product met the required specifications and release criteria. A qualified lens model/diopter was indicated with a non-qualified viscoelastic. It is unknown if a qualified handpiece was used. Root cause: the used company cartridge was returned. The root cause may be related to a failure to follow the instructions for use (IFU). The lens was misfolded rotated to the right. There appeared to have been a plunger override of the trailing optic. The cartridge had an aneurysm, which had torn on the right side. Top coat dye stain testing was conducted with acceptable results. The IFU instructs: the company intraocular lens (iol) delivery system is for implantation of qualified company foldable intraocular lens (iol)s. No unqualified lenses should be used with the company intraocular lens (iol) delivery system. The company cartridges are qualified for use with compatible company handpieces for the surgical implantation of qualified foldable intraocular lens (iol)s. Company foldable intraocular lens (iol)s are qualified for use with company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the intraocular lens (iol) and potential complications during the implantation process. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. Important: the plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact company. The handpiece IFU instructs: verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately ½ turn to engage the threads and then stop. The intraocular lens (iol) will now be in the dwell position. Inspect to ensure the plunger is behind the optic. The manufacturer internal reference number is: (B)(4).